Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that air embolism occurred. A left atrial appendage procedure was to be performed. During the procedure st elevation was noted on the patient¿s electrocardiogram (ECG). Air entered the patient through a non-bcs manifold, which was removed by withdrawing back on syringe connected to the system. Two 24mm & a 27mm watchman ® laa closure device & delivery systems and watchman ® access system were used. Three different attempts were made to place these closure devices, but due to the tough anatomy there was device placement difficulties and closure devices were unable to accommodate the laa. The patient recovered and was extubated without any neurological deficits. Approximately 5-6 hours afterward the procedure was aborted the patient experienced neurological changes. All testing performed showed no abnormalities (cerebral angiogram, computed tomograph (CT) scan, and magnetic resonance imaging (MRI) were negative for stroke). The patient regained all functioning over the next few days and was discharged home.